Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced hypoglycemia and fainted. An ambulance was called by the patient¿s friend, once it arrived the emergency doctor took the patient¿s measurements. The cgm was reading 100 mg/dl and the blood glucose reading was 54 mg/dl. There was no documentation about the medication provided. No additional patient or event information is available. At the time of the report the patient was better but still feeling dizzy. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem: additional. H2 type of follow up: additional information. H6 health effect - impact code: additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, he experienced hypoglycemia and fainted. An ambulance was called by a friend and the emergency doctor took the measurements. The cgm was reading 100 mg/dl and the blood glucose reading was 54 mg/dl. There was no documentation about the medication provided. The patient was taken to the hospital and discharged on (B)(6) 2025. At the time of the report the patient was better but still feeling dizzy, however, it was not confirmed if this was in relation to the hypoglycemic event. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.